Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine device change out procedure. Upon interrogation, the right ventricular lead exhibited noise. Other electrical measurements were normal. The lead was capped and replaced. The patient tolerated the procedure well.